Manufacturer narrative:
A delivered field may not be recorded by the 3rd party r&v system. There is a risk if this failure goes unnoticed, or doubt arises, a further delivery of that same field may result in an overdose. It would still be possible to verify delivery of the field by looking at the linac record and using the lcd does display on the linac control system. While the relative frequency of this issue occurring is extremely low, elekta has issued an important notice to customers using desktop pro (release 5.0) with a third party record and verify system that some treatments may not be recorded and they should check the system for confirmation of each field delivery. The investigation is on going. The initial corrective action was to issue an important notice (a269) to customers strongly recommending that all users of any 3rd party record and verify system are vigilant in checking the 3rd party system for confirmation of each field delivery. The notice states the relative frequency of this issue occurring in the field is extremely low. However, if at any time users are in doubt if a field has been delivered, then please check all independent records for confirmation.

Event description:
Treatment history may not be recorded by third party r&v system.